Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during partial nephrectomy, the device stopped working and broke during use on patient. Approximately after 2 hours the clamp stopped working and the battery lit the red light indicating possible discharge. It was replaced by two other charged and sterile battery kits and none worked. They replaced the clamp with another one of the same code that worked without complications. Nothing completely detached from the device and nothing fell into patient cavity. There was no patient injury.